Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose, a critical pump error 35(a broken force sensor was detected during seating or regular delivery), and the delivery stopped. It was reported that the customer was doing bolus and the insulin pump started beeping while putting the blood glucose value. The customer reported a blood glucose value of 278 mg/dl. The customer reported hyperglycemia which did not require treatment. The customer reported the following led up to the event: blood glucose was high and bolus was not delivered. The event involved product(s) mmt-398a, mmt-xxx, mmt-1715k, and mmt-332a. Troubleshooting was performed for the critical pump error. The customer reported a critical pump error other than the open book image error or critical pump error 24. The customer declined to troubleshoot or was unable to troubleshoot for the high blood glucose. No harm requiring medical intervention was reported. No product return is required for mmt-398a. No product return is required for mmt-xxx. A product return for mmt-1715k was requested and the customer responded that the pump would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm with constant tone. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on [date and time] due to moisture damage on the force sensor. Force sensor zero offset within specification (22.54 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Audio/vibrate anomaly/absence of alarm was confirmed. Possible under delivery anomaly was unknown. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.